Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with an unknown mentor gel implant experienced right sided fungal infection post procedure. There was visible discoloration around the nipple. The patient was treated with betamethasone dipropionate and clotrimazole with unknown results. As a result, bilateral prosthesis replacement with 415cc mentor memorygel breast implants was performed on (B)(6) 2021.

Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: wound infection. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on january 30, 2022. The device information was obtained. The device is a 300cc mentor memorygel breast implant, lot # 7450965, catalog # 3503004bc. A manufacturing record evaluation was performed for the finished device 7450965 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on february 11, 2022. The investigation of the returned device was completed by the failure analysis lab on february 17, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Infection, manifested by swelling, tenderness, pain, and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If the infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).